Manufacturer narrative:
B5: additional information: excessive vault-touching the cornea, elevated iop, 4+ corneal edema, corneal decompensation, pigment dispersion, unreactive (fixed) pupil, blurred vision reported. Cause is reported as device: icl too larger per calculator. Problem marked as resolved. However, see MFR rep# 2023826-2021-00704 for replacement lens. Original lens implanted, removed, and replaced within the same surgery. Claim #(B)(4).

Manufacturer narrative:
H3-device evaluation: the lens was returned in liquied in a vial. Visual inspection found that the haptic was torn. Claim# (B)(4).

Manufacturer narrative:
Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm tmicl13.7 implantable collamer lens -15.5/+2.0/092 (sphere/cylinder/axis) into the patient's right (od) eye. The surgeon reportedly explanted the lens and replaced it with a shorter lens because the lens was "too big."